Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.